Manufacturer narrative:
Salter labs received a notice of claim regarding a fire at their insureds home. The compressor was one of several electrical devices in the vicinity of the origin of the fire (other devices included an oxygen concentrator, an electric blanket, etc.) There has been no determination regarding the origin of the fire. Initial photographic evidence shows that the compressor label is not damaged, indicating that it is unlikely to be the source of the fire. The device will not be returned to salter labs, so further investigation is not available at this time. Based on the information provided in the complaint, it is highly unlikely that the compressor is the source of the fire. The compressor delivers room air; whereas the oxygen concentrator delivers oxygen, which supports combustion. Photographic evidence shows that the compressor appears intact.

Event description:
A fire occurred which resulted in a death. A salter elite compressor 8350-1 was one of several devices located in the area of origin of the fire. At this time it is unknown if the compressor was the cause of the fire and no further information is available